Manufacturer narrative:
(B)(4).

Event description:
Trial patient's husband contacted dexcom on (B)(6) 2015 on behalf of trial patient to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the trial patient's husband did not report any further injury or medical intervention. No additional patient or event information is available.